Event description:
During an emergency rescue attempt using CPR and and AED, the AED was observed to shock the pt with no one pushing the shock/continue button. Rescue data also not retrievable. AED sent to biomed. Investigation concluded that the AED did not cause, or contribute to a death or serious injury.